Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the site, and upon arrival the fse first turned on the iabp unit, and successfully ran the iabp unit for a few minutes with a trainer without issues. Via reviewing of the logs, the fse identified circa 2.2k instances of code 53 ¿dc proxy overrun detected¿ thus pointing to the executive processor board. Noteworthy, the event logs were cleared on 2 july, when the iabp unit was serviced for a preventive maintenance (pm). Code 110 logged after code 53. Due to high number of code 53 occurrences, the fse replaced the suspect executive board, as it preceded all other errors. Noteworthy, all cardiosave at functional location interface with emr, and similar issues have occurred in the past, based on discussions with biomed. Upon replacing the executive board and running the iabp unit for a while, the fse cycled power on/off on clinical mode, and noted that the iabp unit took a long time to boot or spin culminating in a critical alarm without booting. The fse continued cycling power on/off and the iabp unit display would show a spinning circle for a long time culminating in an alarm without displaying anything. The iabp unit would also boot completely on clinical mode, but the critical alarm would go off without displaying any errors. The fse identified error codes 111, 112, 113, and 116. Having replaced the executive board, as part of original problem, the fse also replaced the front end module in connection with the original code 110. The fse cycled power on/off about 20 times without surfacing any critical alarms or other issues. The fse then ran the iabp unit with trainer without any issues in between cycling power on/off, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error message on the screen followed by a loud noise. The customer described the loud noise as ¿squealing¿ which would correlate with the critical alarm sound. Upon surfacing the error message, the customer shut off the iabp unit and transitioned to a second iabp unit (submitted under a seperate report / mfg report number 2249723-2019-01321), which showed the same error message. After the aforementioned iabp unit, the biomedical engineer indicated the patient was put on a third iabp unit to continue therapy. It was suspected to be a catheter issue. No patient harm, serious injury or adverse event was reported.